Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The mss classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service alleging that the one touch ultra2 meter was reading inaccurately high compared to another meter. The issue first occurred on (B) (6) 2010 at 7:20 pm. The patient reported blood glucose results of "235 mg/dl" with the lifescan meter and "193 mg/dl" on another meter one touch basic meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results did not exceed the expected value of <= 30% and/or <=30 mg/dl. The patient skipped taking 4 units of her humalog insulin (sliding scale). Within less than 30 minutes later, the patient described feeling dizzy, light headed, and perspiring. No treatment was sought. According to the troubleshooting performed with customer service, the reporter did not have control solution to perform quality control testing. Replacement products were sent. This complaint is being reported as a reportable event due to the following conclusion(s): the patient alleged developing symptoms suggestive of hypoglycemia after the onset of the reported issue.

Manufacturer narrative:
Lifescan (lfs) has reqeusted return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.